Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a cracked tank. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Email is: (B)(6). H6 - evaluation codes: updated. Device evaluation: product was not returned and no photographic evidence provided to aid in this investigation. As a result, product evaluation and problem confirmation cannot be performed. The exact cause could not be determined; however based on the reported problem, the most probable cause is cracked enclosure by the drain tube fitting from wear of usage. The product's history records were reviewed and there were no non-conformance's nor service-related issues that would have resulted in the reported complaint. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.